Event description:
During preventative maintenance of the device, the screen of the central control monitor caused the base to fail ground and leakage test. Once leakage test was performed again, the central control monitor displayed a "computer screen needs service" error message. The same message was displayed upon power up of the device the following day. The error message was intermittent in nature. The device is the manufacturer's trial unit. Since the event took place during preventative maintenance and with the manufacturer's own device, no pt was involved during the reported event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.